Event description:
On (B)(6)2015, the reporter contacted lifescan belgium, alleging error 2. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1, the product has been returned and evaluated by product analysis with the following findings: the reported issue could not be reproduced during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1, the meter has been returned and evaluated by product analysis with the following findings: the reported meter issue could not be reproduced during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up # 2 - 08/20/2015 correction supplemental sent to correct information previously sent. MFR narrative in fu 1 was incorrectly worded - correct wording included above.